Event description:
Surgery date: 1999. During the surgery, the break off set screws would not break at the expected torque and were stripping the threads on the connectors. These had to be replaced, adding significant length to the surgery time. The surgery was completed without further incident.